Manufacturer narrative:
Unit had unresponsive up and down buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up and down arrow buttons were not responding during calibration. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.